Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was noted that the power supply was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an imaging system issue that occurred outside of a procedure. It was reported that the system unexpectedly shut down. Clarification from the medtronic representative (rep) reported that the system reset as they were rolling it down the hallway. They though it took a little longer to reboot. Once they had the system up, they took an image. When they tried to view the images, the system froze. They rebooted and could not view the images. They sent the pics to their clinic network and they could only view about 30 images and rest were black screens. They were not able to view image from those scans. The system does show that it obtain all of the slices necessary for the images. There was no patient present when this issue was identified. No further information was provided.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.